Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. A type iii lesion was identified in the right carotid artery. The reference vessel diameter was 5.0 mm and the lesion length was 22mm. There was 70% stenosis as measured via nascet. The target vessel was moderately tortuous, with 0 calcium present. Thrombus, ulceration, dissection and pseudo aneurysm was not present. A filterwire ez was used successfully during the procedure. A carotid wallstent monorail 7mm diameter/40mm length was successfully placed at the intended site. Pta was performed with the maverick catheter. A heart rhythm stimulant, atropine 1.0 ui was administered during the procedure. No vasodilator was used. The procedure was technically successful. Residual stenosis was 0-29%. Clinical outcome, patient was symptomatic, with a complication less than 24hrs after the procedure, a minor stoke with right upper limp paresis. No assessment or follow up visits for 1, 6 or 12 month. No additional information provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product unavailable for analysis.